Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak due to a separation between the supply line of the homechoice cassette and the transfer set that led to this alarm. The caregiver stated there was solution on the floor and that the patient line separated from the transfer set. Renal therapy services (rts) assisted the patient to close all the clamps, disconnect the patient using aseptic technique, cycle the power and remove the cassette to end the therapy session. Rts reviewed proper procedures per the user manual with the patient and advised the patient to contact their pd registered nurse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured at either: baxter healthcare ¿ (B)(4), united states or baxter healthcare ¿ (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.